Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the nozzle was clogged with foreign material. This is attributed to failure to clean adequately. Due to the clogging of the nozzle, the water removal, air supply flow, and water supply flow of the device was below specifications. Other observations for the device are: light guide rod lens has cracks; charge couple device (ccd) cover lens is chipped and scratched; connecting tube has wrinkle 10 mm from glue, buckles, and scratch pocket-pouch; distal end rubber coating (a-rubber) is chipped; control unit air/water nut has paint peeling off; up/down knob is scratched; key top has pinhole; universal cord has buckles; connector plug unit has housing damage; and up/down and right/left knobs have play and angulation below specification. The user¿s complaint of insufficient air and water supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of insufficient air and water supply from the device occurring during preparation for use. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the nozzle was clogged with foreign material. This is attributed to failure to clean adequately. Due to the clogging of the nozzle, the water removal, air supply flow, and water supply flow of the device was below specifications. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with a black foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. Three attempts were performed to obtain additional information regarding reprocessing steps conducted by the user, but no response was received from the customer. Olympus will continue to monitor field performance for this device.